Manufacturer narrative:
G4: 30sep2020 b4: (B)(6) 2020 the display was returned for an evaluation. The investigation revealed the display's upper left , lower right , upper right and lower left resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
It was reported to philips that during servicing the device had a touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) was assigned to evaluate the device. While performing periodic maintenance the issue was confirmed and traced to a faulty touchscreen. The se replaced the touchscreen and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.